Manufacturer narrative:
The investigation is ongoing.

Event description:
There was a complaint of questionable sodium results for 2 patients tested with a cobas 8000 ise module. The questionable results were reported outside the laboratory. The qc on ise1 was running lower than on ise2. The patients¿ samples were first tested on cobas 8000 ise module ise1. The repeats were tested on cobas 8000 ise module ise2. Patient 3¿s initial result was 121 mmol/l; the repeat was 127 mmol/l. Patient 4¿s initial result was 129 mmol/l; the repeat was 137 mmol/l. The customer believes the repeated result to be correct. The sodium electrode used was lot q8060 and the expiration date was requested, but not provided.

Manufacturer narrative:
The calibration was performed every day in the event range without errors. The qc was acceptable. There is no indication for a performance issue of reagent. An investigation of the alarm trace found an abnormal aspiration alarm. This is consistent with poor sample quality. The field service engineer (fse) found the diluent nozzle was dripping during operation. The fse performed flow path cleaning of the channel system and replaced the valve. The service actions resolved the issue. No further issues were reported.